Event description:
It was reported that blood was noticed in the helium tubing approx 3 hours after insertion of the iab. Since a balloon rupture was suspected, the iab was removed and replaced. There were no patient complications.